Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, and lymphadenopathy.

Event description:
Patient representative reported right side enlarged axillary lymph nodes and periprosthetic fluid diagnosed by MRI, capsular contracture, baker grade unknown, asia caused by implant, joint pain and join aches, pruritus, skin rashes, breast implant illness, nervousness related to recall, numbness and sleep disturbances. The device has been explanted en-bloc and capsule has been sent for histopathological examination and cd30 testing.